Manufacturer narrative:
The technician found a damaged communication cable. The technician replaced the communication cable to resolve the issue.

Event description:
The technician alleged the bed exit call would not ring to the nurses' station. No pt impact.